Manufacturer narrative:
(B)(4); as no further information concerning the electrode is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode ended up with an infected system. The patient was treated with intravenous antibiotics and the device and electrode remain implanted. No additional adverse patient effects were reported. Boston scientific received additional information that the patient received several inappropriate shocks. The patient was taken by ambulance to the hospital. In the ambulance some vt was noted, that converted with a shock. However, a review of the episodes found the events were caused by noise. The tip of the electrode had eroded through the patient's skin, causing the noise and oversensing. The inappropriate shocks induced vt, which was subsequently converted with another shock from the device. It was noted the patient had received a total of 33 shocks in 18 episodes, and there were other untreated events stored. The patient reported he had an infection previously of the xiphoid and suprasternal incisions. The xiphoid incision cleared with intravenous antibiotics but the suprasternal incision had required two debridement treatments. The patient did not recall when the electrode became exposed. Due to the electrode erosion, the s-ICD system was explanted. During the procedure, difficulty was experienced with the setscrew of the device. At this time, no system was implanted pending resolution of the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode ended up with an infected system. The patient was treated with intravenous antibiotics and the device and electrode remain implanted. No additional adverse patient effects were reported.